Manufacturer narrative:
The tech replaced the brake casters and brake detent mechanism to resolve the issue.

Event description:
The tech alleged that the brake caster would swivel when pushed from side while in brake mode. No patient impact.